Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image not displaying and the error code e222 occurred due to a faulty cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that the image dropped after about an hour of use with error "e222" displayed. The camera was unplugged, pins cleaned and plugged back in; image restored. After another half hour, the image was lost again. The camera was unplugged and plugged back in and the intended procedure completed. The procedure was therapeutic. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) there were rusty pins on charged coupled device, b) the error code e22 displayed intermittent due to faulty cable on the charged coupled device, c) the device failed leak test due to puncture and d) faded label on rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.